Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that over a week prior to (B)(6) 2015, the implantable neurostimulator (ins) moved up to his belt line, causing discomfort. No trauma or falls were reported that could be related to the issue. He spoke with his healthcare provider about it and they were going to contact a manufacturer representative. No potential event causes, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.